Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that high threshold levels were discovered on the patients epicardial left ventricular (lv) lead along with earlier than anticipated battery depletion of the bi-v implantable cardioverter defibrillator (ICD). The bi-v ICD was removed and replaced. The lv lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5071-35, lead, implant: (B)(6) 2012; model: 5076-52, lead, implant: (B)(6) 2010; model: 693565, lead, implant: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.